Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw inserter was not retaining the mating screw during surgery. There were no reported patient impacts associated with this event.

Manufacturer narrative:
UDI number: na. Additional information: method, results, and conclusions - the returned driver was evaluated. The retention arm has been worn inwards so the prong is flush with the hex face. The prong should sit above the hex face in order to retain the screw when connected. There are no other signs of damage or deformation on the driver. A review of the manufacturing records did not identify any issues which would have contributed to this event. It is unknown when the deformation occurred. As such, a cause cannot be conclusively determined; however, it is likely that wear and tear due to use of the device contributed to the observed failure.

Event description:
It was reported that a screw inserter was not retaining the mating screw during surgery. There were no reported patient impacts associated with this event.